Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed air sensor and constant air in line alarms which were reproduced while running a loaded set. Air in line alarms were verified through a review of the event history log and found to be caused by out of specification ultrasonic sensor fluid numbers. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed air sensor with a constant air in line alarm during therapy (medication, dose, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury or medical intervention associated with this event. No additional information is available.